Event description:
It was reported that premature deployment occurred. The target lesion was located in the iliac artery. An 8 x 80 x 130 innova self-expanding stent was used in iliac artery stenting. During procedure, the stent was automatically deployed, and its position couldn't be adjusted. The procedure was completed with another of the same device. No patient complications reported, and the patient condition following procedure was stable. It was further reported that a contralateral approach was used during the procedure. It was noted that the safety lock was removed from the handle prior to positioning in the lesion. The stent was deployed inside the patient and was not removed. It was further reported that the target lesion was 85% stenosed, with severe atherosclerosis, severe calcification, and mild tortuosity. Furthermore, a 260 stiffened loach guide wire and 6f long sheath were used together with the device during the procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks along the sheath. Microscopic examination revealed no additional damages. The stent did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that may have contributed to the premature deployment.

Event description:
It was reported that premature deployment occurred. The target lesion was located in the iliac artery. An 8 x 80 x 130 innova self-expanding stent was used in iliac artery stenting. During procedure, the stent was automatically deployed, and its position couldn't be adjusted. The procedure was completed with another of the same device. No patient complications reported, and the patient condition following procedure was stable.

Event description:
It was reported that premature deployment occurred. The target lesion was located in the iliac artery. An 8 x 80 x 130 innova self-expanding stent was used in iliac artery stenting. During procedure, the stent was automatically deployed, and its position couldn't be adjusted. The procedure was completed with another of the same device. No patient complications reported, and the patient condition following procedure was stable.it was further reported that a contralateral approach was used during the procedure. It was noted that the safety lock removed from the handle prior to positioning in the lesion. The stent was deployed inside the patient and was not removed.

Manufacturer narrative:
Returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks along the sheath. Microscopic examination revealed no additional damages. The stent did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that may have contributed to the premature deployment.